Event description:
It was reported to MFR, by facility; per facility, they had given a directive that no 3/4 rails are to be used on their beds. So, they started, some time back, replacing the 3/4 rails with the 1/2 length rails. But noticed that the newer rails f14sc do not go down as low as the earlier f14s design did and come flush to the top of the mattress. Per facility, due to the current rail design, the residents leg skin will stick to the rail when getting in and out of the bed or when sitting on the side of their beds to eat their meals, a few have received skin tears. MFR issued ra # to get a few rails back for evaluation.